Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a ra lead revision due to noise. The lead was capped and replaced. The procedure was completed successfully without adverse consequences to the patient. The patient is doing well will continue to be monitored with routine follow-up.